Event description:
Siderail not latching.

Manufacturer narrative:
A hill-rom technician had to reshape metal cover plate with correct tool to give siderail clearance. Siderail is working as specified.